Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2013 after the use of the product. Additionally, the patient's certificate of death was received indicating immediate cause of death was cardiopulmonary arrest and underlying causes were respiratory failure, encephalopathy and end stage renal disease. Other significant conditions were seizure disorder, coronary artery disease and congestive heart failure.